Event description:
Company representative requested confirmation that an spf with an eto indicator color that appears more brown than green is sterile. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
It has been identified that some sterile implantable stimulators were distributed with an eto indicator color in a less common green than expected. An investigation was conducted and it was confirmed that the devices with the eto indicator in a less common green color complied with sterilization requirements. Additionally, our manufacturing records indicate that the referenced device complied with the sterilization requirements prior to release for distribution.